Event description:
Pt alleges having a lot of medical problems and she just wants her implants out. Attorney alleges plaintiff suffered mental distress, anxiety, and severe physical, mental and emotional injuries.